Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. However, teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy (tlh) procedure, the teflon pad became partially separated. The procedure was successfully completed using a different but similar device. There was no patient injury reported.